Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported during a procedure at the user facility that a piece of plastic from the canula had fractured. There was no surgical delay or adverse consequences with this event.

Manufacturer narrative:
The reported event could be confirmed based on the images provided by the related sales representative. However, as the product was not returned, it was not possible to perform a detailed examination and determine the root cause. The device was manufactured by stryker limerick (ireland). Therefore, the available complaint information was forwarded to the manufacturing site to review the related quality and manufacturing documents. Within the review no deviations were found. According to the related risk management file, possible causes for the breakage of the syringe could have been: inappropriate handling by hcp. Missing/ wrong information provided. Based on the investigation and the review of the related manufacturing and quality documents there is no indication for any design, material or manufacturing related issue. Therefore no corrective and/or preventive actions are deemed necessary at that time. The complaint is added to the complaint trend. If the product will be returned at a later date a thorough investigation will be performed, the complaint will be reopened and the result revised.

Event description:
It was reported during a procedure at the user facility that a piece of plastic from the canula had fractured. There was no surgical delay or adverse consequences with this event.